Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is possible to determine, the lot number#: 2634500 or catalog: n-tsf365, through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided.

Event description:
Patient reported, right side "rupture". Device has been explanted.